Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete. Failure analysis is ongoing; additional information will be submitted once the results analysis is complete.

Event description:
It was reported that the aseptic battery housing opened unexpectedly during a procedure. There was no allegation of adverse consequences or surgical delay associated with this event.

Event description:
It was reported that the aseptic battery housing opened unexpectedly during a procedure. There was no allegation of adverse consequences or surgical delay associated with this event.

Manufacturer narrative:
Manufacturer evaluation confirmed the delrin ball detent was missing.